Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on the rate/sense channel. Oversensing of this noise resulted in pacing inhibition. The noise could not be recreated with isometrics, pocket manipulation, or valsalva. All lead measurements were stable and acceptable. A guidant technical services consultant discussed programming the sensitivity to least, and performing an induction to ensure the device will sense arrhythmias. There were no patient symptoms reported with this clinical observation.